Event description:
During evaluation of the homechoice (hc) device, a baxter technician determined the device failed testing due to the following failure: the heater bag temperature failed performance specification as the fluid delivered was out of specification.

Manufacturer narrative:
(B)(4). Evaluation summary: the device failed the homechoice rite (return instrument test / evaluation) functional test for heater bag temperature test. The product analysis lab (pal) evaluated the device. The cause for the rite test failure - heater bag temperature test was undetermined. A service history review revealed no previous service events were related to the failure. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.